Event description:
It was reported to a cyberonics rep in (B)(4) by a vns treating physician on (B)(6) 2011 that a pt presented in clinic with high impedance, a dcdc = 4 and output = ok, during a clinical visit. After reviewing the pt's programming history, it was noted that the pt's dcdc code has slowly changed from dcdc = 2 to dcdc = 4. According to the programming history, the device is still able to deliver the system diagnostics settings (1ma, 20 hz, 500 us, 30 secs, 5 mins) successfully. This is determined by the "output status = ok". The pt's physician reported that he would do a lead and generator replacement on (B)(6) if necessary. It was reported from the pt's physician that some results of system diagnostics in clinical visit with the pt on (B)(6) 2011 showed abnormity. A total of 7 system diagnostics were performed and 5 of them indicated that dcdc converter was 4, which means high lead impedance, and the others indicated a dcdc converter of 3. The pt claims that sometimes the magnet mode hasn't seemed to work for the last month because, she felt nothing during the magnet mode. There was no change in the number of seizures in that period. A calculation was done on this device with last settings as of (B)(6) 2008 of .75ma/30 hz / 250 us / 60 seconds on / 1.8 min off. The result of the calculation was 2.64 years remaining until end of service. The pt has a clinical visit scheduled with the physician on (B)(6) 2011 which should provide more info as well as x-rays.